Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. After transseptal puncture, difficulty was noted while maneuvering the introducer into the left atrium. A transesophageal echocardiogram was used to assist with device insertion but revealed the sheath had punctured the pericardial space. The introducer was removed and the procedure was continued with another introducer that was in the left atrium. The patient remained stable throughout the procedure. There were no performance issues with any abbott device.